Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of not wearing a mask, diarrhea, and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a mask was not worn. On an unreported date, the patient experienced abdominal pain, cloudy effluent and diarrhea. On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized. The patient received unspecified antibiotics. The root cause of the peritonitis was not wearing a mask. On an unreported date, the peritonitis was resolving. Dianeal therapy continued.